Event description:
It was reported that during da vinci-assisted pancreatoduodenectomy surgical procedure, fenestrated bipolar forceps was found to have broken conductor wire the procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: yes, the instrument was inspected prior to use and there was no damage or anything out of the ordinary was noticed. It was unknown what surgical task was being performed when the issue occurred. There was no loss of cautery associated with the broken/loose cable. It is unknown if there were any signs of thermal damage at the site of breakage. No arcing was observed during the procedure. The initial reporter indicated that yes it was possible for a collision to have occurred during the procedure. No fragment fell inside the patient. No photographic images were available for review.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.